Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01550. It was reported that upon diagnostic testing, high impedance issue was observed. Patient still has therapy. A surgical intervention is anticipated in the near future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the leads had high impedances. As such, surgical intervention was undertaken and the leads were explanted and replaced.